Manufacturer narrative:
The nihon kohden employee reported that when doing preventative maintenance, the device boot loops for hours. The unit boot looped for more than 12 hours. No patient harm reported. Investigation conclusion: the reported issue was confirmed. The device and its hdds (hard disk drive) sensitive components were installed on 06/16/2022, indicating the system/device has aged approximately four years. ·based on the device age, the evaluation findings and nkc's findings (noted below) the issue likely stemmed from wear and tear to the hdd in conjunction with aging over time. Corruption of the software (likely due to user error/ungraceful exits) also contributed to this issue. · aging devices and their components are susceptible to wear and tear damage over time from user errors (ungraceful exits resulting in corruption causing hard disk drive damage, lack of preventative maintenance, customer abuse, mishandling resulting in physical damage, improper storage), frequency of use and aging and degradation over time. Evaluation summary/results: the device, pu-681ra (serial number: (B)(6)), with software version 02-23, was returned and evaluated by our repair center. The model and serial number were verified to match what was reported. During initial physical evaluation the unit was found to have no physical damage. The reported complaint of "unit boots looping" was duplicated. The most likely causes were found to be corrupted software, in conjunction with degraded hdds (hard disk drives). The hdds were replaced and reimaged per instructions, and the software was updated and the hdds were configured as requested. The repair center also calibrated the touch screen of both monitors. The unit was tested by the operator's/service manual and completed 48 hours of extended testing and operating to manufacturer's specifications (to no adverse effect). The device passed all inspection and testing (post repairs) and the units were dispositioned for shipment back to the customer. Irc-601 (summary of findings): nkc (nihon kohden corporate) reviewed the logs and investigated the issue. Nkc was unable to determine whether the system was rebooted or powered off by review of the logs. However, nkc confirmed that during the restart, the css file server became unresponsive, which prevented the lsnet gateway service from starting. As a result, startup initialization could not be completed, and the system entered a boot loop. Kvm is reportedly in use, but based on the logs, nkc could not identify any impact related to kvm drivers and/or similar components. Subsequent discussions revealed that, including a unit (sn1531) (related to irc-537) also experienced a boot loop in the past at the same facility. These boot loop events have occurred around the time of scheduled maintenance. Based on this, nkc suspects that the issue may be triggered by the power-off timing during periodic maintenance. Since the root cause could not be identified from the logs, there have been no reports of similar issues on software versions earlier than 02-23. However, nkc was unable to determine the fundamental cause of the issue. Nkc was informed that this unit had previously undergone a motherboard replacement, but there was no record of an hdd replacement. As a corrective action, we have instructed them to perform a clean os installation, and if the hdd has not been replaced within the past one to two years, to proceed with an hdd replacement as well. Additionally, as similar issues have been occurring repeatedly at the same facility, we have asked them to review and clarify their environment and operational procedures. Resolution notes: our nihon kohden technical support provided education and technical support, resolving the issue. The hdds were replaced and the corrupted software was reinstalled by our repair center. Since education was last provided, no further issues related to this incident have been reported to date. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device. Attempt #1. 09/11/2025 emailed via microsoft outlook for all items under the no information section. The employee responded back, but they did not provide the additional device information as requested. Additional information: b4 date of this report. D9 device available for evaluation. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer. H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The nihon kohden employee reported that when doing preventative maintenance, the device boot loops for hours. The unit boot looped for more than 12 hours. No patient harm reported.

Manufacturer narrative:
The nihon kohden employee reported that when doing preventative maintenance, the device boot loops for hours. The unit boot looped for more than 12 hours. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device. Attempt #1, 09/11/2025 emailed via microsoft outlook for all items under the no information section. The employee responded back, but they did not provide the additional device information as requested.

Event description:
The nihon kohden employee reported that when doing preventative maintenance, the device boot loops for hours. The unit boot looped for more than 12 hours. No patient harm reported.